Manufacturer narrative:
Additional information has been provided in d3 and g1. Hemolysis / mechanical interaction with blood: data log review alone was not sufficient to derive the cause of the hemolysis. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Event description:
Additional information received from clinical site stating it was determined that the impella was under a papillary that's why we couldn't readjust.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The device was noted to be positioned anteriorly and not directed toward the apex, and repositioning attempts were unsuccessful. Laboratory samples hemolyzed multiple times, and ldh was 1200 u/l prior to repositioning. A repeat ldh was planned. The patient also exhibited hematuria. The patient survived to explant. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying ami/cgs physiology, hemodynamic instability, and renal insufficiency. Additional contributors may include device position, as impella orientation could not be optimized despite attempted repositioning.